Event description:
During robotic hysterectomy, when changing out the unipolar paddle to the needle driver on the right, the paddle became stuck at the end of the trocar. Surgeon was eventually able to remove the trocar and instrument. Upon removal, a 4mmx5mm piece of sterile plastic appeared to be missing from the instrument. A thorough inspection was conducted but the piece was not found. The surgeon is unsure if the piece was missing at the beginning of the case.